Event description:
It was reported the pt was receiving a new lead and a wet tap occurred during the procedure. The physician left the lead implanted. It was reported the pt had headaches postoperative. F/u identified the physician performed a blood patch on (B)(6) 2012. It was reported the headaches had resolved, and the pt was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.